Manufacturer narrative:
The reported complaint of loud noise produced by the roller pump of the thermogard console sn (B)(6) was confirmed during the visual inspection and functional testing. The likely root cause was due to user mishandling, as a damaged ball bearing on the pump rotor was noted as a result of previous saline spillage in the raceway. Upon visual inspection, it was noted that the ball bearing on the pump rotor was damaged and was the source of the loud noise, thus, confirming the reported complaint. The pump rotor assembly was replaced to address the issue. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard xp ivtm system with serial number (B)(6)

Event description:
As reported, two days after the ivtm therapy started, the thermogard console (sn (B)(6)roller pump produced a squeaking noise that repeated at a consistent interval. The zoll service representative in the field replaced the roller pump and the treatment continued. No patient injury was reported.